Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that several high ventricular rate (hvr) episodes that were preceded by loss of capture were observed. Device lost capture, patient's rhythm then accelerated to hvr detection rate for several seconds, and returned to sinus. Recommended programming changes will be discussed with the physician.